Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was not feeling okay and was hungry. The cgm was reading 200 mg/dl and the blood glucose reading was 30 mg/dl. There was reportedly no cgm alarm. The spouse called paramedics. The bg by emergency medical services (ems) was 40 mg/dl and the cgm at that time was not documented. The patient was treated by paramedics with 1 unit glucagon and recovered after treatment. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.